Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported the hemostasis valve was leaking. A left atrial appendage (laa) closure procedure was being performed. A watchman® access system was used and excessive back bleeding was noticed from the hemostasis valve. A slow leak was noted when nothing was in the access system; however, the leak was much greater when a guidewire and/or pigtail were in the access system. The hemostasis valve was not tightened on the dilator and there was no difficulty closing the valve. The procedure was successfully completed using this access system. There were no patient complications and the patient¿s condition was fine.